Manufacturer narrative:
(B) (4).

Event description:
The patient experienced a burning sensation in the vaginal area and lack of therapeutic effect after a magnetic resonance imaging scan (MRI). The MRI was of her lungs for pneumonia. The patient was re-directed to her healthcare professional. Additional information has been requested.